Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. One of the broken cable segments that contains the crimp was not installed in the clevis and missing. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the small grasping retractor instrument had a loose cable. The procedure was completed. The instrument was not used on patient at the time of this event.